Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings:the keypad cover was intact with no evidence of peeling or damage. The button responsiveness could not be tested due to the display screen remaining blank. The keypad cover was removed and there were no defects found to the button contacts. Unrelated to the original complaint, investigation revealed internal moisture damage, a crack in the battery compartment, and a crack in the pump casing between the keypad and the display. Leak testing revealed a leak at the pump casing crack. The original complaint could not be adequately investigated due to a blank screen related to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging an unresponsive keypad issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.